Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4 reference MFR. Report#: 1627487-2018-06027, 1627487-2018-06031, 1627487-2018-06032. Patient has a scs system for off-label use. It was reported the patient experienced lead erosion. As a result, on (B)(6) 2018, the patient underwent surgical intervention to place the leads deeper to address the issue. It was also reported the patient was administered antibiotics as a precaution.